Manufacturer narrative:
While this record was initially reported as an malfunction only, a retrospective review has determined this complaint to be a reportable adverse event and malfunction. It was alleged that during a da vinci-assisted pulmonary lobectomy procedure, a broken fragment, likely from the sureform 45 stapler instrument or the sureform 45 white reload fell inside the patient. The fragment was retrieved during the same procedure. Corrected information can be found the following fields: b1, b2, g6, h1, h2, h6, and h10. B1 updated from "product problem" to "adverse event and product problem". B2 updated to include ¿required intervention¿. H1 updated from ¿malfunction¿ to ¿serious injury¿. Annex f updated to include ¿f19¿.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload involved with this complaint and completed the device evaluation. Inspection found physical damage on one side of the proximal end of the cartridge and a missing piece measuring approximately 0.01¿ x 0.045¿ was noted. The observation is consistent with damage that can occur during reload installation and the known cause of this issue is attributed to mishandling and misuse. Additionally, the sureform 45 stapler instrument involved with this complaint was returned to isi and evaluated. Initial inspection found no damage on the distal end of the instrument. The instrument was tested with an in-house system and passed all testing specification. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without issue. Review of the logs found no error. The instrument operated as expected. As part of investigation, the proximal end of the instrument was inspected after removal of the instrument housing and found signs corrosion (orange discoloration) on the instrument bearings located at the proximal end of the main tube. The known cause of this issue is attributed to mishandling and misuse. Further investigation performed by the failure analysis engineer indicated that the returned fragment does not match with materials used on sureform 45 white reloads or sureform 45 instruments. All sureform cartridges are made from glass filled, liquid crystal polymer materials. Fourier transform infrared (ftir) spectroscopy analysis showed that the spectra of the returned fragment is very close and nearly an identical match to polycarbonate. Based on this analysis, the issues identified during failure analysis of both the instrument and the reload are unrelated to the returned fragment. The source of the returned fragment could not be determined based on this investigation. A site complaint history review was performed and no other complaints were found other than for this event (stapler and reload). The site submitted an image and review was performed. The image showed a sureform 45 white reload packaging with lot t91200724 matching the reload information documented under this report. A system log review for the site confirmed that on the reported event date of (B)(6) 2021, a procedure was performed using system sk1591 with logged usage of a sureform 45 stapler instrument lot# t91200720 / sequence 0243 and white stapler reload with lot t91200724. The intuitive surgical sureform 45, sureform 45 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Based on the initial report and the additional information obtained from failure analysis investigations, this complaint is a reportable event due to the following conclusion: the customer reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon identified a broken fragment and follow-up information stated that the customer performed preliminary inspection of the retrieved fragment and claimed that it matched with the reload. Failure analysis identified an unrelated reload issue attributed to mishandling and misuse and investigation results confirmed that the material composition of the returned fragment does not belong to either a sureform 45 stapler instrument or a sureform 45 reload. At this time, the source of the returned fragment is unknown and could not be determined through this investigation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, the surgeon identified a broken fragment, likely from the sureform 45 stapler instrument or the sureform 45 white reload, had fallen inside the patient. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the sureform 45 stapler instrument instrument and sureform 45 white reload were inspected prior to use and found no issue. No functional issue was observed during intraoperative use of the instrument. The instrument did not collide with any other instrument or other hard material during the surgical procedure. After identifying and retrieving the fragment, a routine post-operative test was performed and confirmed no remaining fragments. No additional surgical procedure was required. The surgeon confirmed that all of the fragments were retrieved. Customer noted that they performed preliminary inspection of the retrieved fragment and noted that it matched with the reload. The procedure was completed with no other issue reported. No known impact or patient consequence was reported.